Event description:
Clinical study. It was reported that 1 day after a coronary artery stenting procedure, the pt had a myocardial infarction (mi). The index procedure treated one de novo, 22-24mm long, and greater than 80% stenosis lesion located in the mid right coronary artery. The lesion was not predilated. The physician successfully implanted a 3.5x28mm taxus express2 drug-eluting stent at 12 atms. The lesion was post-dilated with a maverick 2.75x15mm balloon. Post implant, the lesion showed 0% stenosis and timi flow 3. The pt had a non q-wave mi 1 day post-index procedure, prior to discharge. Due to the pt's elevation of cardiac enzymes, the pt was held back in the hosp for one more day. " the cpk enzymes and post-procedure of ptca stent placement were at a higher level, repeated in the afternoon, but, was down." The pt was discharged 2 days post-index procedure on aspirin and clopidogrel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.